Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and it will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g4.

Event description:
Healthcare professional reported "rupture" of a non abbvie device. This record is for the left side. Device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.